Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was observed that the product was used after the expiration date. Use of the product after the stated expiration date could cause the product to underperform. This is the most likely reason for the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been a total of 2 reported occurrences of this nature during the time period reviewed. Therefore, this represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided indicates that the product was used after the expiration date. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl) in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the string got tangled such where the bands all deployed on the olympus 190 egd scope. This occurred before the scope had made contact with the patient. The procedure was successfully completed with another device of the same type. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.